Manufacturer narrative:
(B)(6). Medical product: vanguard 360 revision system distal femoral augment with bolt, cat#: 185327 lot#: 560960. Vanguard 360 revision system distal femoral augment with bolt, cat#: 185307 lot#: 751680. Vanguard 360 revision system posterior augment with bolt, cat#: 185427 lot#: 079010. Biomet splined knee system v2 with screw, cat#: 148308 lot#: 229040. Biomet 360 offset adapter with screws, cat#: 185211 lot#: 023620. Biomet 360 tibial tray locking bar and screw, cat#: 185204 lot#: 307940. Biomet splined knee stem v2 with screw, cat#: 148293 lot#: 731490. Biomet 360 offset adapter with screws, cat#: 185212 lot#: 649790. Biomet 360 tibial cruciate wing, cat#: 185651 lot#: 674350. Vanguard constrained tibial bearing, cat#: 183880 lot#: 146290. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05161, 0001825034-2017-05162, 0001825034-2017-05163, 0001825034-2017-05164, 0001825034-2017-05165, 0001825034-2017-05166, 0001825034-2017-05167, 0001825034-2017-05168, 0001825034-2017-05169. Product location unknown.

Event description:
It was reported that the patient had suffered from a nickel allergy and was subsequently revised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause for the reported issue is attributed to patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.